Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, which led to their blood glucose level reaching 525 mg/dl. The customer managed the high blood glucose level by administering a correction injection through multiple daily injections (mdi). There was no need for 3rd party assistance beyond routine support, and the customer was not incapacitated by the elevated level. The malfunction code was resettable, and technical support assisted in the pump reset, providing instructions for future resets. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any repeat issues.